Manufacturer narrative:
Final analysis of the catheter body revealed that damage occurred to the catheter body and guidewire during the implant procedure.

Event description:
It was reported that the inner stylet poked out the hole at the end of the catheter tip; the hole where the drug gets released into the patient. The issue was noted prior to using the device with the patient. It was said the device was never implanted. There were no symptoms associated with this event. The drug in the pump was not provided.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was later reported that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.